Event description:
No osseointegration, no thread tap used, primary stability was achieved, inflammation. Patient is smoker. A few days after implantation, the patient complained of pain that was improved by taking antibiotics. On the day of the planned impression taking the loosening of the implant, which was completely surrounded by connective tissue, became apparent.